Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported the needle deployed late. The patient reported applying the pod and not feeling the needle insert until about an hour later, after eating and delivering a bolus. Shortly after the needle deployed the patient¿s personal diabetes manager alarmed and notified the patient that the pod failed. No adverse patient impact was reported.